Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post treatment the flow through the occluded segments was restored with 50% residual stenosis.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem , relevant tests/lab data and patient codes: updated. (B)(4).

Event description:
It was further reported that the patient presented with a several month history of worsening bilateral lower extremity intermittent claudication, and reported that the symptoms were lifestyle-limiting. The patient reported that the pain was the same intensity in both legs. In (B)(6) 2014, peripheral angiography showed severe bilateral sfa stenotic lesions and significant bilateral btk arterial occlusive disease and examination showed right abi 0.9 and left abi 0.5. In (B)(6) 2014, -intravascular ultrasound imaging of the left sfa stenotic segments showed intraluminal location of the guidewire and the presence of minimal luminal calcification. A non-bsc 7.2 mm filterwire was positioned in the left popliteal artery segment for distal embolic protection. This 2.4/3.4 jetstream catheter was advanced into the left sfa and was used to " debulk" lesions. Multiple passes were performed for a total treatment time of 15'58". Flow through the occluded segments was restored. Adjunct balloon angioplasty was performed with excelling angiographic result. Follow-up angiogram showed "slow flow" through the non-bsc filter wire secondary to a "full" filter. The non-bsc filter wire was "ensheathed" with a 4f cook shuttle 110 cm sheath, and mechanical aspiration thrombectomy was performed. The final angiogram showed excellent dilation of the stenotic segments with no significant residual stenosis and brisk flow to the distal vessels. Two focal non flow-limiting luminal dissections were noted in the treated segments, but did not require any further intervention. A significant amount of athero-embolic debris was collected in the filter wire basket. Residual stenosis was 5%. In (B)(6) 2015, the patient presented with a 2-3 week history of lower extremity redness and pain that worsened with ambulation. Examination showed right abi 0.3 and left abi 0.6. The target lesion was treated with balloon angioplasty, which successfully restored flow through the occluded segment. Definitive therapy using an unspecified paclitaxel-drug coated balloon (dcb) angioplasty was then performed using 3 5.0/100 mm and a 5.0/60 mm dcb deployed from the distal to the proximal end of the lesion. Final angiogram showed excellent dilation of the stenotic segments with no significant residual stenosis and brisk flow to the distal vessels. Residual stenosis was <5%. The following day the event was considered resolved.

Event description:
(B)(4). It was reported that post treatment procedure the patient experienced revascularization. The 95% stenosed, 30mm in length target lesion was located in the left superficial femoral artery with a vessel diameter of 5mm. The lesion was pre-dilated and treated with this jetstream catheter. In (B)(6) 2015, post index procedure the patient underwent an unplanned total vessel revascularization (tvr) of the treated lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was discharged on plavix and aspirin.